Event description:
The patient contacted animas on (B)(6) 2013 stating that the audio alarm on the pump was intermittent with the display warning when programming a negative basal rate into the pump. During troubleshooting with customer support, the audio and vibratory alarms both functioned properly when a negative bolus amount was entered in the pump. The patient also reported that the ok button had intermittent response and required multiple presses to elicit a response. The patient denied exposure to moisture and stated there was no damage to the pump or the keypad. There was no reported adverse event associated with these complaints. These complaints are being reported because the alleged malfunctions remained unresolved.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: during investigation, all the keypad buttons were responsive to user input, and sprung back appropriately. The alleged intermittent response issue was not duplicated. The pump was run at a negative temp basal rate and the pump alerted every thirty minutes with audible sound per the user guide. The audio tone alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.